Event description:
It was reported that the customer was receiving no delivery alarms during a bolus even after changing the infusion set and insertion site location five times. The customer also experienced high blood glucose levels and treated himself with manual injections. The customer's blood glucose was 600 mg/dl. Troubleshooting could not be done because the customer stated he had no more infusion sets to test the insulin pump with. The customer stated that the insulin pump sounded as if it was having a hard time moving while rewinding and priming. Advised customer to call back when the alarm occurred in order to troubleshoot. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.